Event description:
At some time after (B)(6) 2004, pt suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: bodily injuries, resulting in pain and suffering, impairment, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and treatment and loss of the ability to earn money. The pt could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Pt has not yet scheduled an explantation of the asr implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided liner product/lot code combination since release to distribution. The search returned one other report against the femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. It could not be confirmed the report is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1214832, device history review: a device history record (DHR) review was previously conducted on com-023426. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1214832. Device history review: a device history record (DHR) review was previously conducted on com-023426. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.